Event description:
A report received from the USA stated the attachment of the device is freezing. The device was not being used during surgery. It is unknown if patient or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).